Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, rota wire floppy; guide cath: heartrail 6fr il3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a mildly tortuous, heavily calcified, 99% stenosed, eccentric lesion in the distal left anterior descending coronary artery. The lesion had restenosis of a previously implanted self-expanding stent and calcification was present in the vessel proximal to the previously implanted stent. A rotablator was used, after which the 3.0x15mm trek rx balloon dilatation catheter was used; however, the balloon ruptured at 7 atmospheres during the first inflation. A non-abbott balloon catheter was used for further dilatation, after which, two xience xpedition stents were deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.